Event description:
During an in-clinic follow-up, noise which resulted in oversensing and inappropriate automatic mode switch (ams) were detected on the right atrial (ra) lead. Technical support was contacted and the lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that diagnostic imaging and provocative testing were performed. The x-ray did not reveal any anomalies. The provocative testing reproduced the noise.